Manufacturer narrative:
Based on available information, the cause of the reported issue in that the procedure was converted to laparoscopic surgery was allegedly due to a non-functional illuminator and that the light source needed to be replaced. In this case, the issue occurred during the procedure after the ports were placed, and the procedure was converted to laparoscopic and completed with no other issues and no patient injury reported. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the issue. The fse replaced the illuminator to resolve the reported issue, and the illuminator was tested and verified the fluorescence capabilities and lit up as intended. The system was verified as ready for use. On (B)(6) 2021, isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported issue. The unit was installed into the pca system and power on. White balanced performed unsuccessfully. The error message on the touchscreen says: "failed: not white" and this confirmed the reported problem. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted, and investigation revealed a system error 45310 indicating the loss of both camera-video inputs, which possibly related to the issue the customer experienced. No image or video clip of the reported event was available for review. This event is being reported due to the following conclusion: the issue of the light source not working properly, and this caused the procedure to be converted to laparoscopic. As reported, the procedure was completed with no further issues and no patient injury.

Event description:
It was reported that during a da vinci-assisted benign-hysterectomy surgical procedure, the user noticed the image was dark green like a firefly (ff) was on. The site had checked cables connections and verified ff was off. The intuitive surgical inc. (Isi) technical support engineer (tse) worked with the site to perform a hard restart, but the issue persisted. The tse asked the site to bring in an external light source, but the surgeon decided to convert to laparoscopic surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure after the ports were placed. The troubleshooting was performed, and it was determined that the light source needed to be replaced. The customer contacted the tse prior to converting to the lap procedure. The system functionality was checked upon powering on the system. The system was initially powered on without errors. The surgeon was able to successfully see through the high-resolution stereo viewer (hrvs) and go in the following mode. As reported, the laparoscopic procedure was completed successfully.